Manufacturer narrative:
Serial number corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that the device was interrogated on (B)(6) which is when the high impedances were found along with an examination that showed the patient was freezing. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient involved in a clinical study. It was reported that there were high impedances of 2622 ohms on left c-1, 3447 on c-2, 4950 on c-3, and 4852 on 0-3. Furthermore, the patient believes that stimulation has been working less since replacement on (B)(6) 2017, and had freezing symptoms which were potentially related to the device. As a result the implant was reprogrammed to different contacts for better stimulation on (B)(6) 2017, resolving the patient's therapy issues without sequelae. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the device was replaced because of risk of stimulator perforation. No further complications are anticipated.